Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The report event of premature battery depletion was confirmed. The device was analyzed in the lab and premature battery depletion was confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.